Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported on 15-mar-2017 by FDA user facility report: (B)(4) that a patient was intubated with an endotracheal tube (ett) for several days. The ventilator is on a heated circuit. The heated circuit heats up the endotracheal tube causing it to become pliable. The tube is noted to bend easily causing kinking. There were no reports of adverse effects to the patient or required medical intervention. Additional information was received on 20-mar-2017 from the initial reporter that states, there is no additional information available at this time to report.